Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician had successfully placed a niroyal stent and was attempting to place the nir w/sox to cover a distal segment. The stent dislodged. No attempt was made at retrieval and the pt was okay. No other info or details were available. The above info was just provided to the sales rep in 2004. The date of the incident is unk, however, it happened several years ago.